Manufacturer narrative:
Date sent to FDA: 9/16/2020.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2008. It was reported that the patient underwent lysis of adhesions, transverse colectomy, small bowel resection, reduction of recurrent incarcerated incisional hernias and removal of infected synthetic mesh on (B)(6) 2014 during which the surgeon noted ¿very extensive and tedious lysis of adhesions was undertaken and two areas of mesh were noted to be adherent densely small bowel, with some purulent material emanating through the mesh. The infected mesh was widely dissected and excised.¿ it was reported that the patient underwent sharp excisional debridement and closure of a non-healing abdominal wound on (B)(6) 2015. It was reported that the patient experienced severe pain, small bowel resection, lysis of adhesions, chronic infection, long-term wound drainage, nausea, diarrhea, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.